Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced front panel assembly and performed operational verification procedure. The ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced touchscreen and calibration issues. The customer confirmed that there was no patient involvement associated with the reported event.